Event description:
An eye care professional reported that in 2007 a patient experienced a corneal ulcer, discarded her contact lenses and sought care from a pharmacy (atebemycine) without results. She sought care from the reporting ecp 10 days later who diagnosed a central corneal ulcer (6mm), left eye, moderate pain, no anterior chamber reaction and a fold in descemet's membrane noted. Treatment consisted of chibroxine, tobrex & rifamycine. Event resolved with no scarring. Prior visual acuity unk. Acuity after event reported as 5/10, left eye. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.